Event description:
Was mixing a balfaxar dose (~ 1500 units) in an empty sterile bag (b. Braun 150 ml pab mixing container, ref s5904-52, lot j5d437) and went to hang and the drug spilled out of the bag. After inspection, there was a defect in the plastic causing an opening throughout the entire base. (B)(6).